Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion with non-purulent discharge on (B)(6) 2025 and developed an infection with swelling and redness at the implant site on (B)(6) 2025. Subsequently, the patient was hospitalized (specific duration not reported) for a revision surgery under general anaesthesia, on (B)(6) 2025, to perform an occipital and a temporal flap and a free skin graft. The patient was also administered with multiple courses of IV antibiotics, with one course for a duration of 4 days and oral antibiotics (specific duration not reported). However, the issue could not be resolved and the patient was hospitalized (specific duration not reported) to explant the device on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.